Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, periodontal disease, immediate implantation, infection, pain, inflammation, mobility.